Manufacturer narrative:
Correction: g4; the serial number data entry error was discovered on (B)(6) 2020, and the plant investigation was completed on (B)(6) 2020. The g4 date from follow-up #1 was incorrect, and (B)(6) 2020 should have been the date used for that submission.

Manufacturer narrative:
Correction: g4; typographical errors on follow-up #1 and follow-up #2. Follow-up #1 - the serial number data entry error was discovered on 04/22/2020. Follow-up #2 - the incorrect g4 date was discovered on 04/27/2020.

Manufacturer narrative:
Additional information: a data entry error occurred with the serial number. An sap product search was performed and results showed that serial number (B)(6) was never in the customer's possession; however, serial number (B)(6) was. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The load cell was tested and found to be within specification. The cycler underwent and passed a system air leak test and pump actuation test. The mushroom head check confirmed proper alignment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm occurred during dwell 3 of 5. The cause for the leak was not known. When the cassette was removed from the cycler, fluid was observed leaking out of the cassette door. The ts representative advised to discontinue use of the cycler, and a replacement was issued to the patient. Upon follow up with the pdrn, it was confirmed that the patient completed treatment by performing manual exchanges. The pdrn stated the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were ordered as a precaution. The patient took 2g vancomycin and 2g ceftazidime (both one time) via intraperitoneal (ip) administration. Patient cultures were taken and they came back negative. It was confirmed that the patient received their replacement cycler, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The pdrn stated the cassette was discarded by the patient and is not available to be returned for evaluation. The lot number for the cassette in use could not be provided.